Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) and from a healthcare professional (hcp) regarding a trial patient. It was reported that the patient felt like their voided volumes were decreasing. On 2017-02-22, it was reported by a hcp that the patient had a urinary tract infection (uti) with a noted decrease in urine output. The cause of the decreased void volumes was the uti. The issue was pending resolve. There were no device issues reported.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had a long history of recurrent utis. They were treated with a culture-appropriate antibiotic. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.